Event description:
Patient developed lower leg pain and "vein distension" on right leg after 2 treatments. Diagnosed with superficial venous thrombosis. Patient was anticogulated and discharged. Patient was being treated for an off-label condition mgus associated neuropathy.